Event description:
Customer's mother reported receiving an error alarm on the insulin pump while trying to change the infusion set. Customer did not recall any significant events leading up to the error alarm. Customer's mother reported that the insulin pump's drive support cap was protruded. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.